Event description:
Customer reportedly tested 47 mg/dl on the advantage system and drank juice in response to the result and symptoms. Customer tested 79mg/dl 25 minutes later. Within 5 minutes, the customer reportedly tested hi. No action was taken based on results of 79 mg/dl and hi. No adverse event reported due to results provided. Requested return of suspect system and replacement was sent. Info indicates incident occurred in the home.